Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Review of stored device data noted measurements had been in the 80 to 115 ohms range with intermittent measurements greater than 125 ohms. Technical services (ts) discussed the option of increasing the alert value in the remote home monitoring system and continue monitoring. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.